Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a terminal ileum resection, the stapler was fired effectively for the first load, a second load was reloaded and the stapler was closed on the tissue. The surgeon was unable to fire the stapler. Another stapler was used to complete the case. There was no patient injury.